Event description:
It was reported that the patient's right ventricular (rv) lead had low pacing impedance and that the rv lead's insulation retracted from the area where the body of the lead attaches to the lead end pin. The rv lead's end pin was cut off, and the lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6957j, lead, implanted:(B)(6) 1987. (B)(4).